Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6937-58 lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was noted due to low impedance on the patient's right ventricular (rv) lead. During interrogation, the measured impedance of the lead was normal. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. On (B)(6) 2015, rv coil impedance measured low at 3 ohms, from a trend of 50-60 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.